Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties occurred. The 90-95% target lesion was located in the mildly tortuous and severely calcified left circumflex artery. After pre-dilation with a 1.5 x 10 mm semi-compliant balloon catheter, a 2.50 x 10 mm wolverine coronary cutting balloon catheter was advanced for dilatation; however, it encountered resistance and failed to cross the lesion. The device was removed and broke outside the patient's body. The procedure was completed with an alternative device. No patient complications were reported. However, returned device analysis revealed that shaft had burst.

Manufacturer narrative:
Investigation results: device analysis findings: the wolverine cb mr, ous 10mmx2.50mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 4mm distal to the distal end of the strain relief. In addition, multiple hypotube kinks were noted. Visual and tactile examination of the outer and inner lumen and mid-shaft section found the outer shaft was burst at 36mm from tip (tear the length of 3mm). Microscopic examination noted that inner shaft polymer extrusion was accordioned and stretched between the markerbands. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the bumper tip noted the distal section was slightly flared. No issues were noted with the blades. Pads were intact. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. There is no evidence that the device was used in a manner inconsistent with the labelled indications. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Based on the event details and device analysis, is likely that the patients stenosed, severely calcified and mild tortuous contributed to the reported crossing difficulties which likely resulted in the reported break, kinks and unreported tip damage. Device analysis found the outer shaft was burst at 36mm from tip and the inner shaft polymer extrusion was accordioned and stretched between the markerbands. Based on the information provided, a definitive conclusion cannot be established with certainty how this damage occurred. The manufacturing review concluded that there were no issues identified during manufacturing of finished goods batch.